Manufacturer narrative:
A review of the lot history record identified no manufacturing nonconformities issued to the reported device that would have contributed to this event. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Related manufacturer reference number: 1627487-2020-48996. It was reported the patient had both incisions opened on (B)(6) 2020 and there was green pus at the incision sites. As a result, the patient's system was explanted. The patient was prescribed antibiotics for a suspected infection.